Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and the reservoir compartment was wet. The leak was located at the barrel. Insulin leaked in the reservoir compartment. When she pressed the esc or act buttons there were lines that went across the screen and fade away. Customer's blood glucose level was not reported. The device was not returned.